Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose se device after a diagnostic procedure with a small-bore sheath. Reportedly, resistance was felt with the thumb advancer and the sheath could not be completely split. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported mechanical jam was confirmed. The reported entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Per case details the device had been deployed inside of calcified tissue. It should be noted that the electronic starclose instructions for use (IFU) states: ¿do not deploy the clip in areas of calcified plaque.¿ the IFU deviation did not contribute to the reported and observed failure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the cause of the of the reported mechanical jam and subsequent treatment appears to be related to circumstances of the procedure. In this case, the observed evidence of damage to the flex-guide (carving), garage leaves and sheath indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath and contributed to the reported mechanical jam. The device entrapment appears to be related to interaction with the patient tissue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the safety release red button activated prior to device removal. There was resistance during device removal so the device intentionally disassembled. No additional information was provided.